Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed as the alarms were not observed in the log file downloaded from the returned system controller (serial number: (B)(6)) and were not reproduced during testing of the controller. The downloaded log file contained approximately 26 days of relevant data (23jan2021 ¿ 18feb2021 per the timestamp). The data in the log file did not reveal any atypical low voltage alarms. The driveline was disconnected on 24jan2021 at 20:12:31 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Provided information stated that the low voltage alarms resolved after exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11feb2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the system controller demonstrated low power alarms despite having the proper connection to the batteries. The system controller was exchanged and the issue resolved.

Manufacturer narrative:
Section h6 medical device problem code: "1384 - mechanical problem" corrected to "2925 - electrical power problem". No further information was provided. The manufacturer is closing the file on this event.